Event description:
The customer reported the ventilator was alarming due to pressure sensors failure. The customer reported the device was in use on a patient, but there was no patient harm. As reported, if the reported problem occurs while in use in normal ventilation operation it may affect the accuracy of the system pressure measurement and may result in the unit going vent inop. A vent inop alarm displays on the screen, turns on remote alarm interfaces, and disables oxygen flow and blower operation. The field service engineer evaluated the device, but could not duplicate the reported problem. The unit was tested and passed all applicable testing.